Manufacturer narrative:
Block b3: exact date unknown, event occurred when the device was explanted.

Event description:
It was reported that the patient was experiencing severe pain at the right leg and lower back which made her difficult to drive or walk unassisted. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6).

Event description:
It was reported that the patient was experiencing severe pain at the right leg and lower back which made her difficult to drive or walk unassisted. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.